Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced poor quality vision. Hence the lens was explanted and replaced with unspecified monofocal lens in a secondary procedure. The clinical reason for explant was other mechanical complications of lens. Additional information was requested.